Event description:
A caller reported experiencing a minimum fill notification while attempting to reload a cartridge with at least 80 units of insulin remaining. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer initially attempted to reload the same cartridge without success but was eventually able to resolve the issue with guidance from technical support by using a new cartridge and following the proper loading technique. The customer successfully resumed insulin administration after loading the new cartridge.